Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer blood glucose level was 240 mg/dl at. Customer stated that they cannot seen display on insulin pump and insulin pump beeping. Customer states the pump was neither dropped nor bumped. The customer was advised to insulin pump will need to be replace. The device will be returned for analysis.